Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited elevated shock impedance measurements. Defibrillation threshold testing was attempted and failed. A boston scientific technical services consultant discussed detection profiles and recommended verifying system location. X-ray review identified device position was high and above the adipose tissue. The device was deactivated and a competitive transvenous system was implanted. No additional adverse patient effects were reported.